Event description:
The customer report that during opcheck the device rebooted. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer report that during opcheck the device rebooted. There was no patient involvement. Philips evaluated the device and confirmed the device rebooted when charge button was pressed during opcheck. The processor pca was replaced to resolve this issue. The device was returned to the customer site after passing all required testing.